Event description:
Customer had bought two batteries for their device earlier this year. He went to check the device recently and had removed the battery and put it back in. According to the reporter, when he went to turn on the device, it did not power on. The reporter stated that there was a faint crackling sound from the speaker and the leds on the keypanel did not illuminate. The device had shown ok before removing the battery. The reporter stated he tried their backup battery and it also would not power on the device.

Manufacturer narrative:
The customer declined an offer of service from physio-control.